Event description:
It was reported that during catheter placement they experienced difficulty when attempting to remove the spring wire guide. The wire became caught and was hard to remove. They were pulling the spring guide wire back against the needle bevel and the wire sheared. The pt was taken to the ir to have the wire removed. Additional info received on (B)(6) 2011 states there was resistance in insertion of the spring wire guide and was not able to thread it through. When they pulled the wire out, the coil was separated from the internal core wire and was unraveled. The wire was all removed at once and no intervention was required. As a result, a second kit was opened.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.